Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro generated false low sodium (na) results for at least one patient sample. Results were reported out of the lab. Samples were repeated after troubleshooting, and at least one report amended. Customer was not aware if any treatment was changed because of the first results. Field service engineer (fse) inspected the instrument and aligned the modular chemistry (mc) probe, changed the na reference electrode and both carbon dioxide (co2) electrodes. Fse also changed the ratio pump, mc syringe and mc syringe valve. Fse verified the performance. Root cause was not determined. Quality control prior to, and after, the event was within lab-established ranges.